Manufacturer narrative:
Evaluated 2 open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per dop114-811 as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not dispensing the insulin out and did not received alarm associated with it. The customer's blood glucose value was 360 mg/dl at the time of incident. The customer was assisted with troubleshooting. The device will not be returned and reservoir will not be returned for analysis.